Event description:
Caller reported experiencing cartridge alarm 20 once or twice a day since november 6, but was able to reload the cartridge and continue using it. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarms, and the customer was offered a replacement pump and expressed interest in obtaining an out-of-warranty loaner pump.